Manufacturer narrative:
D4: possible lot numbers 6004936, 6012477, 6005594, 6022037, and 6012478 h3: neither samples nor pictures were received for the analysis of this complaint. The device history record of reported lot number: 6004936, 6012477, 6005594, 6022037, and 6012478 were reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed and a probable cause cannot be determined.

Event description:
It was reported that the device had particles found inside the bag. Only one cassette was found with the particles, but the customer had no way of knowing which lot was involved. The event occurred during visual inspection after the cassette was filled with product. There was no patient involvement.